Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 107 mg/dl, 279 mg/dl, and 379 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported feeling sweaty, not alert, and appeared pale. Customer reported drinking orange juice in an attempt to stabilize symptoms. There was no report of death or serious injury associated with this event.